Event description:
It was reported that during a lap cholecystectomy procedure, the device did not work properly and clips were malformed. Another device was used to complete the procedure. The procedure was prolonged by five minutes. No pt consequences were reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.